Manufacturer narrative:
An image was provided for review and shows a frayed cable at the distal end. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) were damaged when it was removed from the cavity. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the site and obtained the following additional information: the active tip of the forceps¿specifically, its distal end was damaged/broken. No fragment was observed to have fallen into the patient. Post-operative tests were not performed as they were unnecessary. The patient did not return to the hospital due to experiencing any post-surgical complications related to retention of foreign material.